Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart lead flex was out of electrical specification. Analysis also found the upper case and lower case were broken and contaminated. Bail covers, ring cover, bails, and the ring were missing. Battery release was contaminated, battery contacts were compressed, and the keyboard was scratched. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis revealed that a diode component failed in-circuit testing. Conclusion: functional test failures reported during servicing of the device caused by a diode component failure.